Manufacturer narrative:
This is an initial report. The customer's meter has been requested for investigation. A follow-up report will be filed once investigation results are available.

Event description:
A customer reported readings of 245 mg/dl, 315 mg/dl, and 223 mg/dl. The customer took insulin. The customer reports readings of 19 mg/dl and 35 mg/dl, a loss of consciousness and receiving IV glucose. The customer's meter has been requested for investigation.